Event description:
It was observed that during the device evaluation, the sphincterotome exhibited the covering of the knife wire was peeled and dislodged, the coated portion of the cutting wire was torn and the broken portion was scorched and melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.